Event description:
It was reported that there was an issue with product ga808 - elan 4 electro foot control. According to the complaint description, during an unspecified spinal procedure, the foot pedal malfunctioned. Error showed "auto shutdown" and the equipment would not recognize the pedal normally. A backup machine was used for the completion of the operation. Surgical delay occurred and there was no patient harm. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided but has been requested. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: h6 - codes updated investigation results: the product was not returned. The investigation was based upon batch history review, historical data analysis, and event description. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products were found to be according to specification valid at the time of production. There are no other similar complaints within this batch. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Conclusion/preventive measures: based on the information available as well as a result of the investigation, the root cause of the failure cannot be concluded. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.